Event description:
It was reported that a patient will undergo a shoulder revision procedure on an unknown date due to fractured screws. All the screws have fractured. Due diligence is ongoing for this complaint: attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) d10: item # unknown, unknown central screw, lot # unknown item # unknown, unknown peripheral screw, lot # unknown item # unknown, unknown peripheral screw, lot # unknown item # unknown, unknown peripheral screw, lot # unknown g2: foreign - event occurred in united kingdom.